Manufacturer narrative:
The investigation into the console "aic - controller error (yellow alarm)" has been completed since the original report was filed. Impella console was returned. The evaluation found that the yellow alarm is a known pattern failure, which is characterized by a temporary loss of optical data (placement, snr, contrast, lamp, gain) and triggering of a controller error alarm, has a low probability of reoccurrence. After analyzing of the logs from the console, it's been determined that the reported issue is a known pattern failure caused by a temporary loss of optical placement signal. Abiomed is aware of the issue and is working on appropriate corrective action. This is a low probability event and is very difficult to reproduce. As a result, the root cause of the issue was not determined since the issue could not be reproduced during testing.

Event description:
The user facility reported a 78-year-old female with heart failure was implanted with an impella cp device for mechanical circulatory support. During support, the automated impella controller (aic) displayed a "controller error" alarm. The pressure surge and left ventricle waveforms disappeared approximately 90 seconds before the alarm appeared. Impella motor current and flows appeared within normal limits throughout alarm. Aic successfully exchanged. There was no patient harm.

Manufacturer narrative:
The impella device has been received from the customer however, the evaluation of the device is not complete. Upon investigation closure, a supplemental MDR will be filed.